Event description:
An employee splashed cidex activated dialdehyde solution in their eyes while placing an instrument into the solution. The employee was not wearing eye protection at the time of the incident. The employee rinsed their eyes with water and followed-up with a physician visit. The physician removed their contact lenses and provided antibiotic eye treatment to the employee. No damaged to the eye was observed and no further issues have been reported.